Manufacturer narrative:
The device was returned to eyeonics for evaluation. The investigation results revealed that the lens optic was torn in three places. Unable to confirm report of haptic breakage. The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens haptics broke when the lens was in the pt's eye. The lens was removed and replaced. No further details were provided. Additional info has been requested from the physician.